Manufacturer narrative:
(B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Functional examination of the returned product found that the unit did not pass the sample graft test and would not cut completely. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that the device doesn't cut through tissue when going through the mesher and ratchet not working at times also. Surgery date is on-going, no harm reported and there was a delay. No further information provided.